Manufacturer narrative:
Model number/catalog number: sc-2316-50e, serial number: (B)(4), batch/lot number: 5115323, model/catalog description: infinion 16 trial lead kit 50 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that following a trial procedure, the patient had a hematoma at the back and was sent to the emergency room (ER). It was noted that the patient continued to have pain at the insertion site after the leads were pulled. The patient was given intravenous (IV) antibiotics. The physician believed that the hematoma was procedure related and not device related.